Event description:
It was reported that a patient presented in-clinic. Upon examination, the patient was found to have experienced inappropriate implantable cardioverter defibrillator (ICD) shocks. The patient was not symptomatic and did not feel the inappropriate shock. Further examination revealed the cause of the inappropriate shock was over-sensing of noise from an electromagnetic interference source. The over-sensing was noted on all ICD channels, including the discrimination channel. No intervention was performed. The patient was stable throughout.